Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient's catheter for their implantable infusion pump used for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2016 that there was a kink in the patient's catheter, and after they fixed the kink the pump still wasn's delivering the right medication. The patient was being medicated through the pump with lioresal at an unknown concentration, and a dose of 99.9mcg/day. The patient status was unknown. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.